Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified however it is likely the following led to the malfunction: no image was displayed due to failures by immersion inside the cable and imaging. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of an annual inspection. There were no additional findings beyond what was documented in b5. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, autoclavable camera head, to the olympus service center for an annual inspection. Upon inspection and testing of the returned device it was observed that there was a no image problem. This report is being submitted for the event found during evaluation. There was no patient involvement.